Event description:
The company was informed that the pt developed an infection at the implant site. The pt was treated with antibiotics (type unk) for 8 days in 3 cycles. The pt's device was explanted. The pt's infection has resolved.